Manufacturer narrative:
Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective inspiration valve nt. Replace inspiration block assembly RMA# smx-00090182. All work performed in accordance with bellavista 1000e service manual revision 01 2021-09. Performed est and performance check, all passed. Vent is operational and meets OEM specs.

Event description:
It was reported to vyaire medical that the bellvista1000 us had 401 - inspiration valve or device leaky happened prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. However, log shows that tf 401 occurs with insp valve test failure 3. Vyaire recommended to perform calibrations and verify if the issue could be with scale points. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.